Event description:
It was reported that an alarm was heard, but telemetry had not yet been performed. The patient was in the emergency room (ER) because the pump started alarming 2 days prior and the patient was unable to go to her health care professional (hcp) office. The patient reported the pump was beeping because it was out of medication. The patient was not having any symptoms. Additional information received reported the patient missed refill date. The pump was used to infuse an unknown type of baclofen.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).